Event description:
A surgical technician from the user facility reports the lens was repositioned in 2005 and then a lens exchange was performed the same month due to a poor outcome following the initial intraocular lens implant surgery. The reporter stated the pt was not happy with her vision. Add'l information has been requested.

Event description:
Follow-up info provided by the surgeon stated the pt had poor uncorrected visual acuity secondary to induced astigmatism from the intraocular lens (iol) and rotation of the oil did not alleviate the problem. He mentioned slight decentratin may have been a factor.